Manufacturer narrative:
A qualified viscoelastic was indicated. The root cause for the reported complaint may be related to a failure to follow the IFU. Information was provided that indicated the viscoelastic was not allowed to come to room temperature before use. The IFU instructs the user to only use an company ovd qualified for use with the company pre-loaded delivery system that has been allowed to come to the operating room temperature. The specific room temperature was not provided. The IFU instructs: use the company pre-loaded delivery system at operating room temperatures between 18° c (64° f) and 23° c (73° f). Lens and haptic folding consistency can be negatively impacted if temperatures of operation are outside the recommended ranges. Using the product outside the recommended ranges can result in lens delivery difficulties or product damage. Information in a screenshot in the file indicated that the lens was implanted and removed because it wouldn't unfold properly and scratched when the dr. Was removing it. If the lens becomes available, the file will be reopened and updated. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported that during implantation of an intraocular lens (iol), the lens implanted and removed because it wouldn't unfold properly and scratched when he tried. Additional information was requested.